Manufacturer narrative:
(B)(4): conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a cesarean section procedure on (B)(6) 2010 and suture was used. During the procedure, the needle broke in two pieces and it took a long time to locate the broken pieces. There were no adverse pt consequences reported.